Manufacturer narrative:
E1 patient city: (B)(6). Patient country: israel.

Event description:
Reference number (B)(4). Event occurred in israel. On (B)(6) 2024, it was reported that patient faced infusion set leakage at site events. Infusion set was in use for 1 day. No further information available.